Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests. Analysis concluded that the device operated with specification.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. It was later reported that this device was explanted and the patient was upgraded to a boston scientific cardiac resynchronization therapy defibrillator (crt-d). The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) did not divert during the implant procedure when the representative thought it should have. The representative sent in rhythm strips for review. A boston scientific crm technical services (ts) consultant reviewed the strips and discussed that attempt 2 was committed after attempt 1 was diverted. Ts discussed that there was cross chamber oversensing confirmed after the post shock period ended. The device was responding appropriately to what it was seeing, it's just that what it saw was incorrect. To date, there have been no reported adverse patient effects associated with this clinical observation.